Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having painnear the ins site, and they thought the implant may be contributing to their pain. It was also reported that they didn¿t think the implant was working because they never empty their bladder. They were thinking about device removal and already had an appointment scheduled to see and discuss with their managing healthcare provider. No further patient complications were reported as a result of this event.